Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a vertical gastroplasty (vdl) procedure, during the first stapling with the green load, the pylorus of the stomach, the stapler has been locked and the necessary to maneuver the patient laparotomy for removal of the endo stapler. Another like device was used to complete the procedure.